Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 implantable tachy lead 2008 (B)(6). (B)(4).

Event description:
It was reported by remote transmission there was far field r-wave (ffrw) over sensing on the atrial lead. The lead is still in use. No patient complications were reported as a result of this event.